Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence and unspecified device performance issues with his artificial urinary sphincter (aus). A surgical procedure was performed. All components were removed and replaced. The patient had a successful outcome and is expected to fully recover.